Event description:
On (B)(6) 2011, this pt underwent treatment of a 9-10 abdominal aortic aneurysm and bilateral common and hypogastric artery aneurysms. It was reported that gore excluder aaa endoprosthesis featuring c3 delivery system and two contralateral leg components were implanted on the right side after both hypogastric arteries were coil embolized. Angiography identified a proximal type I endoleak reportedly due to an angulated neck and incorrect c-arm orientation, so two aortic extender components were implanted for proximal type I endoleak, so a third aortic extender component was implanted. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6) 2011, follow-up imaging showed a type ii endoleak between the trunk and aortic extender components. On (B)(6) 2011, an intervention was performed to treat the endoleak. Two aortic extender components were implanted from the flow divider of the trunk into the two (B)(4) devices to address the type iii endoleak. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
Add'l devices implanted and involved in this event: (B)(4).